Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: e2,e3, g2, h2, h4, h6 and h10. Correction to e2, e3. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is assumed that the subject device has been more than 7 years since its delivery. During the long period of use, an impossible force was applied to the fan from the outside, or some foreign matter was caught in the fan part and the feather was damaged. The instructions for use (IFU) states: do not force the product, peripherals, or cables. Otherwise failure or malfunction of the device can result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of "fan exploded" was confirmed; the fan was found to be damaged. The inspection found damaged scope socket tab, non-olympus lamp and corrosion in air tubing and pump. The air output was below specification due to faulty air pump. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source "fan exploded". The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.